Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer blood glucose (bg) level was "high", although a specific value was not given. Customer required assistance due to their bg level and was given a manual injection and was transported to the hospital by ambulance. Customer experienced diabetic ketoacidosis symptoms; however, they were not provided and blood clots. Additional information regarding the hospital visit were not provided.